Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Event description:
According to the reporter, the device slowed down during firing and eventually stopped during firing. The battery and reload were replaced and the device worked well for the rest of the case. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.